Event description:
Patient representative reported for right side "plaintiff claims the textured right breast implant caused bia-alcl". Pathological markers confirming alcl have not been received. The right side device has been explanted.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected. Dates of diagnoses of alcl: (B)(6) 2021.